Manufacturer narrative:
Final analysis of the pump found corrosion and bridging across the insulation of the m1 and m2 feed-thru, which may likely have been the cause of the motor stall and reset.

Event description:
Additional information received reported that the explant took place on (B)(6) 2013 and the patient recovered without sequelae. It was later reported that the infection that was reported was not related to the device or the drug therapy in the pump at all. The patient had an untreated urinary tract infection (uti). The uti had no effect on the therapy at all and was unrelated. Regarding the pump event, the reporter indicated that the cause of the critical alarm and the pump resetting and going into a safe state remained unknown.

Manufacturer narrative:
The pump has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported that a critical alarm was heard and confirmed by telemetry. The last event in the event logs showed a low battery reset that occurred on (B)(6) 2013 at 15:13. Safe state was also noted. The patient did not have any withdrawal symptoms, but the patient was presented with urinary tract infection symptoms including nausea and vomiting. The pump was last refilled on (B)(6) 2013 and no issue was noted at that time. The pump was being used to deliver gablofen. Additional information received reported that the patient was hospitalized due to infection and the patient was placed on oral baclofen. Once the infection and other health issues were under control, the pump was replaced. The patient had increased in spasticity. The patient outcome was noted as alive with no injury or adverse event. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2009. Product type: catheter. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.